Event description:
It was reported that the customer has experienced high bg's (296 mg/dl) throughout the day despite delivering multiple boluses. During troubleshooting with the customer, it was discovered that the customer is using cold insulin and also calculates bolus amounts manually. The pump was found to be functioning as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information be provided a supplemental report will be submitted.